Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/16/2016 with the following findings: a review of the black box history showed evidence of one call service 088 alarm. The complaint of a call service alarm could not be adequately completed due to moisture damage.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a call service alarm occurred on the pump but was unable to be retrieved due to an unrelated issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.